Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that cords are not responding when plugged in and the unit smells of burnt plastic.